Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2003 and a revision on (B)(6) 2004 due to patient allegations of pain, dysfunction, loss of range of motion, lack of mobility and loosening of the acetabular cup. Additional information provided in patient medical records indicate the right hip revision on (B)(6) 2004 was due to pain, a loose acetabular component, and limb length inequality. The patient¿s operative report noted a fracture of proximal femur during removal of femoral component and an impinging and malpositioned femoral component with 45 degrees of anteversion. All components were removed, and replaced with competitor components. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-04716, 06207 / 06208).